Event description:
It was reported that a patient presented with high capture thresholds noted on the ventricular lead. The left ventricular lead was noted to have dislodged, resulting in loss of capture. Both leads were explanted on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.